Manufacturer narrative:
Patient age and weight are unknown. However, it was reported that the patient was (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2011 that an extractor pro rx balloon was used during endoscopic retrograde cholangiopancreatography (ercp) procedure in the common bile duct (cbd) performed (B)(6) 2011. According to the complaint, during the procedure, the balloon was slow to deflate. The balloon was able to be withdrawn from the scope without any complications. The procedure was completed with this extractor balloon. There were no patient complications reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be fine.